Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating intermittent errors on the software log which then brings up the "x" on the top right of the monitor. Review of the software logs indicate issues with the power management component, and the dealer was instructed to replace the power supply as well as update the unit's software. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the power supply. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse advised the dealer to replace the power supply and update the software to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.